Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. The cause of the syncopal episode has not been reported. The patient had been fasting due to a holiday and the emergency physician believes that it probably has something to due with the fasting, but the patient was also instructed to perform a patient initiated interrogation (pii) through latitude to be reviewed by their cardiologist. At this time, we are unable to rule out our product involvement in the patient's syncopal episode.